Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 396 mg/dl and a high ketone level identified as dangerous by customer's health care provider. The cause of the reported issue was multiple occlusion alarms occurring. The customer changed the pump supplies to address the issue and resumed insulin delivery. At the ER, the customer was given an electrocardiogram (ECG), and bloodwork. As the reported occlusion issue was resolved, no additional insulin was given to the customer. Customer was discharged (B)(6) 2023 with the issue resolved and no permanent damage. System check was performed by tandem technical support and no additional issues were identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.